Event description:
After review of medical records patient was revised to addressed painful right total hip arthroplasty. After splitting the gluteus maximus there was significant amount of metallosis along the posterior aspect of the hip which had infiltrated the region of the trochanteric bursa. A large bursal sac posterior and lateral to the hip which was excised and there was cloudy fluid resting within. Posterior pseudocapsule infiltrated with metallosis and necrotic tissue. The large metal head was removed and noted mild degree of corrosion at the trunnion. Acetabular component was removed with minimal bone loss and also within the pubis. Femoral component is well fixed in approximately 25 to 35 degrees of anteversion. Doi: (B)(6) 2009 dor: (B)(6) 2019 right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (date of birth), b1 (is product problem), b5, b7, d6a, d10 and h6 (clinical codes) h6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the blood heavy metal increased and bone injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1, a2 (age), e1, e3, g2 and h6 (impact and device codes). E3 initial reporter occupation: lawyer.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation records received. Records allege osteolysis, loss of mobility, adverse reaction to metal wear debris, emotional distress, and economic loss.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address elevated metal ion level. Doi: unknown. Dor: (B)(6) 2019, unknown affected side.